Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative, reported their urinary symptoms were uncontrolled after previously having good symptom relief. The patient couldn't feel stimulation and upon doing an impedance check, all electrode combinations were greater than 4,000 ohms. It was unknown what caused the issue and the patient denied falling over. A lead revision was to occur at "some stage soon." As of the beginning of (B)(6) 2016, the lead remained in situ and the lead removal had not yet been scheduled. No further information was provided. A follow up report will be sent if additional information is received.